Event description:
It was reported that the handpiece runs while in safe mode. There was no report of patient or user injury associated with the alleged event.

Manufacturer narrative:
The handpiece involved in the reported event was evaluated. During the evaluation the technician found the motor cartridge to be intermittent due to a failure of an electrical component within the motor assembly. Several components were replaced; preventative maintenance was performed on the handpiece. The handpiece has since been returned to the customer.